Event description:
It was reported that the patient visited the health care professional (hcp) in the office on the day of the report with a complaint of soreness in the pocket. The hcp examined and saw bruising and the stimulator seemed to have dropped in the pocket area. It was unknown what led to the event. The issue was identified by the patient. The actions/interventions taken to resolve the issue was a planned pocket revision. The issue was not resolved at the time of this report. The hcp would have no further information. Surgical intervention did not occur but was planned and scheduled for (B)(6) 2015. No outcome was reported regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va04drv, implanted: (B)(6)2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).